Event description:
It was reported that when using the lead in the patient's atrium there was small pericardial effusions. Follow up indicates the lead is still in use without complication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.